Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer's mother reported the customer's (a child) adc freestyle libre sensor detached after 3 day of wear. It was further reported that on (B)(6), the child experienced feeling "weakness" and his mother gave him "sugar and water". No further treatment was required. There was no report of death or permanent injury associated with this event.